Manufacturer narrative:
Submit date: 05/24/2016. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A sample outside of the original package was received for evaluation and the reported condition was confirmed. As part of the analysis the samples were visually inspected; the x-ray detectable sponge had (B)(4) instead of (B)(4) in the stack. The kit product code # sa2187b - basic pack includes the x-ray detectable sponge, part number #633554 which is not manufactured at the same manufacturing facility. During the receiving inspection process, no issues were found. Also a certificate of analysis is provided by the vendor to ensure that the product met the specification required. During the manufacturing process where the kit is assembled; according to the procedure the gauze should be counted before placing it into the kit; this is required since the material should be received from the supplier as (B)(4) pieces per band and (B)(4) pieces per paper bag. As a result of previous investigations two probable root causes were identified: the material from our supplier could have been received with the miscount, not according to specification or the quantity of gauze was not confirmed before placing the 10-banded gauze into the kit. As preventive action a production notification was issued to all personnel to ensure that they are aware on the condition reported by the customer. All the corrective and preventative actions (CAPA) performed in order to prevent this issue will be address thru a formal CAPA. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze pack. The customer reports that when they opened the subassembly and counted the 4x4s, they only had 9 instead of 10.